Manufacturer narrative:
The valve was patent and passed reflux and leak testing. The device met specifications for preimplantation testing and pressure-flow testing, except for at 46.8 ml/hr @ 0 cm h2o. Proteinaceous debris was found on the interior of the valve. A review of the manufacturing records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery that csf did not flow normally through the device.